Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets fell off events from (B)(6) 2025. The blood glucose level was high and the patient tried to treat with correction injection via multiple daily injection (mdi). However, patient went to the emergency room (ER) for the treatment and received intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint has been evaluated. The batch 6006444 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 for the code idd-pmc01.07 adhesive patch lifts or detaches during use (only use for confirmed adhesive issue. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006444 was manufactured according to the wi version 112 in the line 7, on 17/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue and lot 6006444 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.